Event description:
It was reported that the customer was in the emergency room due to hypoglycemia. The blood glucose reading was 4.0mmol/l. It was stated that the customer gave herself a bolus of 1.6 units on (B)(6), 2011. It was stated that the insulin pump alarmed no delivery alarm, and the tubing was untied. It was stated that the customer resumed a bolus, and the insulin pump delivered 5.3 units instead. It was stated that her glucose level dropped to 1.4 and paramedics were called. The customer was treated with fast acting glucose and brought her to the hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.